Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Customer was crossing street at a crosswalk when she was struck by a vehicle and fell off the scooter. Customer alleges scooter not at fault.

Manufacturer narrative:
The consumer was struck by a vehicle when attempting to cross a street at a crosswalk. The device was not at fault for this incident. Device not at fault.

Event description:
Customer was crossing street at a crosswalk when she was struck by a vehicle and fell off the scooter. Customer alleges scooter not at fault.